Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented next day post procedure, right atrial (ra) lead was found to be dislodged. The ra lead could not be repositioned. The lead was explanted and replaced. The patient was stable.